Manufacturer narrative:
An additional cause for the breach in aseptic technique was reported as ¿the patient did not maintain hygiene¿ (no further detail was provided). On an unreported date, in the same month as onset, the patient began treatment for the peritonitis with injection (inj) vancomycin (1 gram on the first day, intraperitoneally [ip]), and inj amikacin (1 gram on the first day, ip). Two days after onset, the patient began treatment with inj vancomycin (1 gram, every 72 hours, ip) and inj amikacin (75, every 48 hours, ip). Five days after onset, the patient¿s peritoneal dialysis (pd) effluent was clear, the peritonitis was resolved, the patient was recovered from the event and was reportedly ¿doing good¿. Two days later, the patient was discharged from the hospital. Three days later, the patient was retrained on proper aseptic technique. Two days later, the treatment with vancomycin and amikacin was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient did not wash hands properly. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with intraperitoneal vancomycin (1g the first day then every 72 hours; duration not reported) and intraperitoneal amikacin (1g the first day then 75 mg every 48 hours; duration not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient was recovering. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.